Event description:
Per report, after the transfemoral deployment of a 26 mm sapien valve, the valve position was more aortic than targeted, ended 90-10 aortic. There was concern of fixation on the part of the proctor due to positioning and the fact that the valve was slightly tilted. Therefore, the valve was post dilated. After the post dilatation, one of the leaflets appeared to not be functioning and patient had significant central aortic insufficiency (cai). After several attempts to free/get the leaflet to function, the decision was made to place a second valve. The second valve was placed with a good hemodynamic result. Additional information: by tee the patient's aortic annulus diameter measured 24 mm, and was noted to have severe calcification. The sino-tubular junction (stj) diameter measured 26 mm and it was also severely calcified. The patient has a moderate to severe ventricular septal hypertrophy, and an ejection fraction of 55%. The sapien valve was positioned 50:50 pre-deployment, with a good image intensifier and coaxial alignment of the valve and delivery system to the aortic annulus. There was loss of pacing capture during deployment. It was the proctor's opinion that the valve malposition was due to the loss of capture, the implanting physician thought that the septal buldge also contributed to the event.

Manufacturer narrative:
Per the device instructions for use (IFU), valve deployment in unintended location, paravalvular or transvalvular leak, and malposition requiring intervention are potential risks associated with the use of the bioprosthesis. In this particular case, the cause of the reported valve malposition and non-functioning leaflet with central aortic insufficiency (cai) cannot be cannot be confirmed /assessed as images of the procedure were not made available to edwards for review. Fluoro and tee images of the procedure were requested by the edwards representative, but were not available. Specifically, without imaging, patient factors (i.e. Annular diameter, valve calcification, stj calcification, presence of septal hypertrophy), and procedural factors (imaging intensifier angle, valve positioning prior deployment, adequacy of pacing during deployment), cannot be assessed; however, per report the cause of the valve malposition post deployment was a combination of procedural factors (loss of pacing capture during valve deployment) and patient's factors (moderate-severe ventricular septal hypertrophy). There was no report of device malfunction. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. There are several patient and procedural factors that alone or in combination can cause or contribute to valve malposition. According to the physician's training manual, some factors that can contribute to valve malposition are poor positioning by operator, annulus-valve mismatch (under sizing and under dilation), interference from adjacent structures (i.e. Sub-aortic hypertrophy), and balloon movement during deployment (i.e. Inadequate reduction of transvalvular flow due to loss of pacing capture during balloon inflation). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No further actions are possible at this time.